Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 227622209); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and catheter resistance occurred in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 4mm and a 2.2mm neck diameter. The landing zone was 3.3mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was severe.  The vessel tortuosity was severe. The accessed vessel was the right femoral artery with a diameter of 7mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. It was reported that the stent opened at the straight section in the brain, but the distal small wings could not be opened. The surgeon patiently operated but still could not open the distal small wings. After the stent was removed from the body, it was found that the tip end of the stent was opened poorly. It was suspected that the inner wall of the catheter was damaged or the stent was damaged. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: the pipeline flex embolization device and marksman catheter were returned for analysis. The pipeline flex pushwire was returned within catheter. The pushwire was returned extending out from catheter hub. In addition, partial sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of catheter were measured to be within specifications. The pushwire was pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. An in-house mandrel was inserted into the marksman micro catheter hub and catheter lumen with no issues. Based on the analysis findings, the pipeline flex could not be confirmed to have failure open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, the marksman catheter and pipeline flex could not be confirmed to have resistance as no defect were found with catheter and pushwire. No resistance was observed during testing. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the procedure was completed by replacing the stent with another model to complete the operation. The cause of the pipeline failure to open and resistance was not determined. There was no damage to the pipeline pushwire or catheter observed.